Event description:
It was reported by service report that error code 204 was displayed. The foot rear load cell needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: 400-load cell.